Manufacturer narrative:
Initial reporter address 1:(B)(6).

Event description:
It was reported that device contamination occurred. A rotawire was selected for percutaneous coronary intervention (pci). Upon opening the package, foreign material appearing as dark brown stains was observed on the rotawire. The rotawire was not used within the patient, and the patient was not involved in the event. The procedure was completed with another device. There were no patent complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis; however, the device packaging hoop was not returned for analysis. Upon visual and microscopic inspection, no dark brown stains were observed on any part of the rotowire. However, the provided media partially depicts the rotowire and clearly shows blood stains on the device packaging hoop. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that device contamination occurred. A rotawire was selected for percutaneous coronary intervention (pci). Upon opening the package, foreign material appearing as dark brown stains was observed on the rotawire. The rotawire was not used within the patient, and the patient was not involved in the event. The procedure was completed with another device. There were no patent complications reported.